Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and the clips were scissored. It is unknown how the case was completed. There was no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
Synthes became aware of the following information from a journal review: patient implanted with prodisc-l experienced subsidence into posterior part of endplate l5 four days postoperatively, due to osteoporosis. Postoperative radiographs showed subsidence.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.